Manufacturer narrative:
Product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the patient was in for a refill on the date of this report and she refilled the pump with 2,000mcg/ml refill by accident and 500mcg/ml concentration should have been filled. A bridge bolus was not performed. Currently the pump was programmed to 500 mcg/ml at 61.9mcg/day or a flow rate of 0.1238ml/day. The patient was notified and was scheduled to return to the clinic to refill with the appropriate concentration. It was further reported on (B)(4) 2014 the manufacturer representative (rep) was going to the clinic to see the patient and assist the nurse practitioner (np) in performing the ¿removing solution from the entire infusion system.¿ the pump was emptied and rinsed of the incorrect concentration and the appropriate concentration was returned. The start date of the lioresal was (B)(6) 2014 and the end date was (B)(6) 2014. It was noted the patient did not experience any symptoms related to the event. The issue had been resolved and the patient recovered without permanent impairment. Per pump telemetry the pump was updated on (B)(6) 2014 to deliver baclofen 500 mcg/ml; dose 67.72 mcg/day. The pump was updated on (B)(6) 2014 to decrease the dose 8% to deliver baclofen 500 mcg/ml; dose 61.99 mcg/day. The pump was also updated on (B)(6) 2014 at 14:20 to deliver baclofen 500mcg/ml; dose 24.01 mcg/day and at 14:35 to increase the dose 158% to deliver baclofen 500 mcg/ml with a dose of 61.99 mcg/day. The pump was being used to deliver lioresal. If additional information is received, a follow-up report will be sent.